Event description:
Updated event description: it was reported that on (B)(6) 2019, the patient underwent reintervention in the hand, metacarpals 1 and 2 due to rupture of previously implanted osteosynthesis material. Originally, rotation correction plate, y-adaptation plate prebent and twelve (12) unknown screws were implanted on an unknown date. Medical intervention was reintervention for new fracture osteosynthesis. Proceed with removal of material and new fixation with system 2.0 which ended successfully. It is unknown if there was a surgical delay. Procedure was successfully completed. Patient status was unknown. This complaint involves twelve (12) devices.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D10: the device was received. H3, h6 investigation summary: investigation low: damage. Visual inspection: twelve (12) unknown screw implants were returned with an alleged complaint condition (broken). During investigation, the part family of the returned unknown screws were discovered to be cortex screws ø1.5 200.806-200.824, as they are also available/used with the systems of the returned implants. Upon visual inspection, eleven (11) of the twelve (12) screws showed no evidence of contributing to the complaint condition or displayed any defect/deformities, and therefore no additional investigation will be performed on these devices. Cortex screws ø1.5 p/n 200.8xx, lot unk qty: 11 - no defect found. The following investigation flow of damage was performed for the one (1) screw implant returned with an observed defect/deformity. One (1) cortex screws ø1.5 of length 13.31 mm (ca802) (corresponding p/n 200.813 lot unk qty: 1) was received with dented and stripped threads. However, no signs of breakage or fracture was observed. No other issues were identified with the returned components of the device. The received condition of dented/stripped threads is unrelated to the complaint condition of broken. Dimensional inspection: an accurate measurement of the thread diameters (relevant feature) could not be performed as the threads are significantly deformed. Manufacturing record evaluation; a manufacturing/documentation record evaluation was unable to be performed since the lot number is unknown. Document/specification review: the following drawing, reflecting the current revision, was reviewed since the lot and manufacture date of the implant is unknown. - 1.5mm cortex screw 200_806 rev d during the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition is not confirmed for the cortex screws ø1.5 of length 13.31 mm (ca802) (p/n 200.813 lot unk qty: 1) as no signs of breakage or fracture was observed. The threads of the screw shaft were, however, dented and stripped. While no definitive root cause could be determined, it is possible that the threads may have been damaged during implantation and explantation. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Updated event description: it was reported that on (B)(6) 2019, the patient underwent reintervention in the hand, metacarpals 1 and 2 due to rupture of previously implanted osteosynthesis material. Originally, rotation correction plate, y-adaptation plate prebent and twelve (12) unknown screws were implanted on an unknown date. Medical intervention was reintervention for new fracture osteosynthesis. Proceed with removal of material and new fixation with system 2.0 which ended successfully. It is unknown if there was a surgical delay. Procedure was successfully completed. Patient status was unknown. This complaint involves twelve (12) devices. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent reintervention in the hand, metacarpals 1 and 2 due to rupture of previously implanted osteosynthesis material. Originally, rotation correction plate, y-adaptation plate prebent and ten (10) unknown screws were implanted on an unknown date. Medical intervention was reintervention for new fracture osteosynthesis. Proceed with removal of material and new fixation with system 2.0 which ended successfully. It is unknown if there was a surgical delay. Procedure was successfully completed. Patient status was unknown.

Manufacturer narrative:
This report is for twelve (12) unknown screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Initial reporter is synthes sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent reintervention in the hand, metacarpals 1 and 2 due to rupture of previously implanted osteosynthesis material. Originally, rotation correction plate, y-adaptation plate prebent, and twelve (12) unknown screws were implanted on an unknown date. Medical intervention was reintervention for new fracture osteosynthesis. It is unknown if there was a surgical delay. Procedure and patient status is unknown. This report is for twelve (12) screws: trauma. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.